Manufacturer narrative:
Tracking and trending report review for the architect intact pth assay determined that there are no related adverse or non-statistical trends. Accuracy testing was completed to evaluate the assay performance using a file kit of a representative reagent lot (00515c000). All replicates met acceptance criteria and the testing passed. Since the reagent lot in use by the customer is unknown lot specific complaint review and testing could not be performed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Event description:
The account observed elevated architect intact pth results compared other methods. One patient example was provided of results ranging from 35 to 43 pg/ml on another method but 57.8 to 83 pg/ml on the architect intact pth method from 2012 to 2015. No impact to patient management was reported.